Event description:
Walking to patient room and rn told me that vent was off, turned and looked and vent and the screen was black with lettering on it. Then vent came back on with normal screen/settings of psv 7 40%. No patient distress noted and no adverse reactions noted. Switched out this vent with a new one and now will be looked at by biomed.